Event description:
It was reported to boston scientific corporation that during a stone removal procedure using an accumax 365 fiber, the fiber started to smoke about half-way from the tip when it was hooked up to the laser. It is unknown if the fiber was warm to the touch. The laser type and laser settings are unknown. The procedure was completed with another accumax 365 fiber without any complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a stone removal procedure using an accumax 365 fiber, the fiber started to smoke about half-way from the tip when it was hooked up to the laser. It is unknown if the fiber was warm to the touch. The laser type and laser settings are unknown. The procedure was completed with another accumax 365 fiber without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual examination of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The fiber was kinked 4 cm from the distal tip.